Event description:
It was reported that during the implant procedure it was noted that the leads had insulation damage near the tip. The leads were removed and a new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted and the lead appeared to have been damaged at implant. (B)(4).